Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved 3m neutral electrodes should be examined by the manufacturer.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. There were many factors including user related issues involved with the reported event. However, based upon the limited information provided, no conclusive determination could be made as to the cause of the incident. Nonetheless, warnings in the esu's user manual address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a transcervical resection (tcr, using saline solution). The esu was used with several 3m neutral electrodes [nes, part number information not provided (ni), lot number: ni). The nes were placed on the patient's abdomen, thigh, and another unreported site. No information was provided regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. Per the account, during the procedure, the quality of the esu's cutting function was not normal. Therefore, (B)(4) new neutral electrodes were placed on (B)(4) different parts of the body [note: only (B)(4) of the ne's were attached to the esu.]. Furthermore, the user had only disconnected one plug of the presumably ne cable and connected it to different electrodes (presumably nes) to avoid the generator from erroring. After the procedure, second degree burns were discovered under the neutral electrodes that were placed on the patient's abdomen and thigh. No information was provided regarding the exact location, size, shape, or appearance of the burns. Finally, it was conveyed to erbe that further treatment was necessary to take care of the burns, but no details of the treatment were provided.